Manufacturer narrative:
(B)(4). This complaint for a damaged transfer set was confirmed during the visual inspection, because during a visual inspection of the returned sample, a broken spike was noted. No root cause could be determined.

Event description:
A doctor reported to baxter an issue of damaged transfer set found during use. A doctor reported that a broken spike of the transfer set was found during connection by the clean flash. The product was used for less than four months. There was no patient injury or medical intervention was reported. There was patient involvement.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. Since the lot number is unknown, no batch review will be performed

Manufacturer narrative:
(B)(4). Sample was confirmed for the reported problem of damaged during evaluation. Baxter received used set without cap on uv spike connector. Visual inspection performed with the following issues noted: bent spike. Leak testing performed with no issues noted. Clear passage test performed with no issues noted. Clamp function test performed with no issues noted.